Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent failure to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was implanted to treat a 2-3cm malignant stricture in the sd junction during a stent placement procedure performed on (B)(6) 2016. Reportedly, the stricture was not dilated prior to stent placement. According to the complainant, during the procedure the physician deployed the stent successfully in the desired location. The physician noted that the stent had not fully expanded post deployment. Three days later, the physician confirmed through a plain abdominal radiography that the stent had expanded slowly but the flare of the stent had not expanded; the physician was unable to perform depressurization. The physician noted that the wires of the stent appeared to be intertwined. A small diameter gastroscope was inserted and the physician used a small balloon to try and dilate the flare of the stent. The stent flare opened and the physician was able to perform depressurization. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.